Event description:
It was reported that the pin collet was heating up during testing at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the pin collet was heating up during testing at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported overheating was not able to be duplicated by a manufacturer repair technician through functional evaluation. Upon disassembly for visual examination, no components were identified which would have likely caused or contributed to the reported failure. The attachment is not a repairable device and will therefore not be returned to the user facility.